Manufacturer narrative:
Additional information has been requested to the representative. The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory extremely stretched and deformed conductor coils were noted towards the distal end (the lead and conductors were pulled to the point of fracture). Stylet was returned obstructed in the lead segment. Electro-cautery damage noted in the insulation. The lead passed electrical testing. Laboratory analysis was unable to confirm any product performance issues, no issues were noted that were not related to extreme handling damage.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a product performance issue. This lead was returned and analyzed. Another lead was implanted and the procedure was completed. No additional adverse patient effects were reported.